Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and insulin pump shut down without warning. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump shut down without warning and buttons were sticky and do not always work the way they should. It was reported that they had to hit buttons a couple of times for it to work. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.